Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Bg cause was not known but is believed to be the basal rates set on the pump. Customer consumed a glucose drink to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.